Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection and bleeding and a correlation to the evaluation of heartmate 3 lvas, serial number (B)(6), could not be conclusively established. (B)(6) was returned with the pump cable severed approximately 12.0¿ from the pump header. The remaining distal portion of the pump cable was not returned. The sealed outflow graft and bend relief was returned attached to the pump cover outlet port, without the outflow graft clip. The apical cuff was returned. Upon disassembly of the returned pump, examination of the lumen of the inlet extension revealed a thin layer of tissue. The tissue was strongly adhered and did not appear to obstruct the flow of blood. Examination of the textured blood-contacting surfaces in the interior of the pump cover revealed a normal accumulation of blood. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. Lvad event and periodic log files were extracted from (B)(6). The log files captured the pump operating as expected. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. The patient was admitted on (B)(6) 2020 for further work-up for bleeding from the driveline. A two point drop in hemoglobin was noted and warfarin was held. The patient's international normalized ratio (inr) remained within 1.5-1.9 goal range and hemodynamics remained stable as well. The patient had a pump exchange on (B)(6) 2020 due to driveline and pump infection. They remained hospitalized post device exchange for deep mssa infection, on IV ancef and rifampin per infectious disease (ID) recommendations. Their blood culture was negative to date. The patient was stable and orthotopic heart transplantation listing was pending. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The heartmate 3 lvas IFU lists infection and bleeding adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 31may2018. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a pump exchange due to driveline and pump infection. The patient remained hospitalized post device exchange for deep methicillin-sensitive staphylococcus aureus (mssa) infection and was on IV ancef and rifampin.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2020 for further work-up for bleeding from the driveline. A two point drop in hemoglobin was noted and warfarin was held. The patient's international normalized ratio (inr) remained within 1.5-1.9 goal range and hemodynamics remained stable as well. It was detrmined that the patient had fluid collection along the driveline that is indicative of deep seated infection. There was no significant change in amount of fluid that surrounded the entire course of the driveline. There was stable thickening of the left rectus abdominus muscle through which the driveline courses.